Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all of the keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was observed under the down arrow button contact.

Manufacturer narrative:
(B)(4):the previously reported results inadvertently omitted the following statement: unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.(B)(4).

Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was sticking and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.